Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, episodes showing noise oversensing on the atrial channel were found in the device memory upon interrogation on (B)(6) 2018. This noise could be reproduced when performing isometric tests. The noise was not sensed when the atrial sensitivity was reprogrammed to 2.0mv but it was observed with an atrial sensitivity set to 0.3mv. Atrial lead impedance measurements were within normal range.